Event description:
It was reported that during a tram flap procedure, when the surgeon closed the applier, no clip was in the jaws and the jaws ligated the vessel. There was some bleeding that was controlled: the patient lost 200 ml of blood. The procedure was completed without any adverse patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what type of procedure was being performed? Tram flap. What type of structure was the device being fired across? Asku. Which firing did the incident occur on? Asku. Were there any feeding issues experienced with the device? Unk. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device?unk. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident as the device function as intended and no anomalies were found with the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.